Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 240 mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the infusion set site; however, due to the ongoing occlusion alarms, the cause could not be confirmed.

Manufacturer narrative:
The investigation has been completed. A different issue not related to the reported occlusion was identified.